Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while trying to complete the load process. Customer tried to clear the alarm and resume the load process; however, temperature alarm recurred. There was no impact to the customer's blood glucose (bg) level. Customer indicated injections would be used as back-up therapy